Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39(motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with pump error 39 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 39 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (4) pump error 39 alarms in the event date of 24-nov-2024 at 13:15:24, 13:16:40, 13:19:32 and 13:24:00. Pump was cut open to perform visual inspection and found jammed motor gearbox. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails and minor scratched lcd window. Pump error 39 alarm was confirmed due to jammed motor gearbox. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.